Event description:
It was reported that during a knee surgery the surgeon noticed that during use and thread insertion the device was defective. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was not confirmed. One unpackaged ar-6068-25l, 25°, curve, left quickpass¿ lasso, low profile tip batch 4052138934, was received for evaluation. The device came accompanied by a fragment of blue plastic material. Nevertheless, no broken parts were found on the devices. Upon visual inspection, it was noted that the device arrived for evaluation without the fiberwire. A more in-depth visual inspection found marks on the wheel grip lasso equivalent to excessive pressure trying to pass the suture through the wheels. Functional testing with an ar-7222 batch 30084 found no resistance when the suture was introduced slowly, and the wheel moved softly without pressure. The suture passed until it came out of the tip¿no problem found. No problem found.